Event description:
It was reported that a catheter extension set with one-link would not prime. The set was being primed with a syringe prefilled with saline solution. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A syringe filled with water was attached to the activated valve and priming was attempted; however, solution would not flow through the line. The valve was removed from the set and the syringe was then attached to the female luer; however, solution still did not flow. There was found to be a solid blockage inside the female luer. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.